Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of asfqf143 showed no other similar product complaint(s) from this lot number. Device not returned for evaluation.

Event description:
It was reported via medwatch ¿port needle discovered leaking from a small hole resulting in a chemo spill.¿ no other information was provided.